Event description:
Routine daily tpn infusion via curlin 6000 pumps by pt and caregiver mother very familiar with using equipment. Call rec'd during the night with mom reporting that the curlin pump was completely blank and not working. She changed the batteries and nothing still. She was running a 2nd pump with a hydration bolus. Rph arranged for delivery of 2 new pumps asap...for the tpn and another spare to have on hand. Pt went to the hospital later that day to be checked out and clinic notified of delayed/missed infusion time. Potential problem pump numbers: (B)(4).